Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and noise. It was also noted that lead was not capturing and had high impedances. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.